Event description:
The customer received questionable results for three patients from coaguchek xs meter serial number (B)(4) compared to a laboratory using siemens dade innovin reagent. Of the data provided, only the results for two of the patient were discrepant. Patient 1 result from the meter was 4.2 inr and the result from the laboratory was 3.2 inr. Patient 2 result from the meter was 3.4 inr and the result from the laboratory was 2.1 inr. This patient was a (B)(6). No treatment was needed for any of the patients. All patients were treated based on the laboratory results. There was no allegation of an adverse event. The patient had no anemia, no heparins, no antiphospholipid antibodies, no direct thrombin inhibitors, no bleeding or bruising, and no changes in diet or medications. Patient 1 therapeutic range was 2.5-3.5 inr and patient 2 therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. The returned meter and strip were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 4.1 inr. Donor 2 inr: 2.4 inr. Donor 1 hct: 48%. Donor 2 hct: 42%. Testing results: donor 1: retention meter with masterlot strips: 4.1 inr; customer meter with customer strips: 4.1 inr. Donor 2: retention meter with masterlot strips: 2.4 inr; customer meter with masterlot strips: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specifications. Relevant retention test strips (lot 286323) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The results alleged by the customer were not found in the meter result memory.